Manufacturer narrative:
(B)(4).

Event description:
The consumer reported he could not turn it up real high where it helped. If he coughed or sneezed or moved he got a real hard jolt. The patient said it may have started in (B)(6) 2012. Relevant medical history included spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.